Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose level had read high (>400 mg/dl) while wearing a pod. The patient reports their controller had been damaged due to a house fire. Once at the hospital the patients pod was removed. The patient was treated with insulin. The patient was prescribed insulin for daily injection while waiting for a replacement controller. The patient remains in the hospital at the time of this call.